Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black, powered off, and would not turn back on. The customer confirmed that the issue was not related to the power outlet, as the printer connected to the unit still had power. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and turned off. A field service engineer (fse) powered off the station using the main power switch and used a multimeter to test the boards and replaced the faulty board, secured all connections, and rebooted the station to resolve the issue. The station and display powered on successfully with no error messages present, and the customer confirmed they were able to access medications. The system functioned as intended after the field service engineer repaired the device.